Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This ipg was intended for implant in (B)(6). Intraoperative testing of the device in conjunction with the lead yielded invalid impedance measurements. However, further troubleshooting of the lead independently revealed no impedance issues. Based on these findings, the physician elected to complete the procedure with a different ipg. Effective stimulation was captured for the patient following postoperative programming. No patient complications were reported as a result of this event.